Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs found no ventilation stop events as described by the customer and in-house testing could not reproduce the reported failure. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and displayed an error message. There was no patient injury reported as a result of this incident.